Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed two pump errors that indicate inability of motors to communicate. The customer was assisted with pump error alarms troubleshooting. The customer's blood glucose level was 240mg/dl at the time of the incident. The customer stated that the pump errors did not occur during rewind process. The customer was advice to perform rewind and program a normal bolus into the air to determine if delivery was successful. The customer stated that the bolus was not recorded in the insulin pump's history. The customer was asked to perform another bolus and the result was the same. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit was received in no manufacturing mode noted. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error or pump error noted during testing. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.